Manufacturer narrative:
Visual and dimensional inspections were performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the right coronary artery that was both heavily calcified and tortuous and 99% stenosed. A xience prime 3.5x33 stent delivery system was advanced without resistance, but failed to cross and the proximal shaft detached, but was easily removed without resistance. There were no reported adverse patient effects and no clinically significant delay in the procedure. Another device was used to successfully complete the procedure. No additional information was provided.